Event description:
During the initial procedure on (B)(6)2010, a maze linear cardiac reusable probe was connected to a ccs-200 cryosurgical system. When the pressure of the nitrous oxide tanks reached 800 pounds per square inch (psi), the probe then leaked and damaged the housing, and it was reported to have blown apart. This was not reported to atricure and we became aware of this incident through correspondence from cooper surgical receiving notice from the FDA. There was no patient or user consequence.

Manufacturer narrative:
(B)(4): the maze cardiac reusable probe was manufactured by cooper surgical, inc in october 2007. The maze cardiac reusable probes were acquired by atricure on 8 august 2007. The first maze cardiac reusable probes atricure built was in (B)(6) 2008. The lot number 100717 is not an atricure lot number, which indicates that the product was manufactured by cooper surgical, inc. The maze cardiac reusable probe with (B)(4) was returned to atricure for repair on (B)(6)2010. No details of the case on (B)(6)2010 were provided to atricure at that time.